Event description:
(B)(4). Chronic fatigue , hypokalemia, leukocytosis, renal failure, anxiety, depression , ibs , cracked teeth, chronic inflammation, brain fog, menorrhagia, abdominal/pelvic pain, joint pain, numbness/paralysis hand/foot, sensation of bruised soles of feet. Initial issue was extreme fatigue, high white cell count and low potassium, as time went on, more issues, ongoing dr visits. Device provided and paid for via insurance